Event description:
Procedure type: gastric bypass. According to the reporter: while trying to insert the trocar through the incision, the trocar sleeve broke in two pieces (outside of the surgical cavity). There was no bleeding reported in excess of 500 cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes. There was no unanticipated extension of the incision by more than one inch. No device fragments or components fell into the patient's cavity. There was no damage to the patient.

Manufacturer narrative:
(B)(4).